Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune thyroiditis ("hashi") and inflammation ("essure aggravated whole body inflammatory response which was not localised") and was found to have thyroxine abnormal ("my t3 and t4 levels were never regulated with essure, now normal") and tri-iodothyronine abnormal ("my t3 and t4 levels were never regulated with essure, now normal"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, autoimmune thyroiditis and inflammation outcome was unknown and the thyroxine abnormal and tri-iodothyronine abnormal had resolved. The reporter considered autoimmune thyroiditis, inflammation, medical device removal, thyroxine abnormal and tri-iodothyronine abnormal to be related to essure. The reporter commented: t3 and t4 are now normal, with essure never regulated. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune thyroiditis ("hashi") and inflammation ("essure aggravted whole body inflammatory reponse which was not localised") and was found to have thyroxine abnormal ("my t3 and t4 levels were never regulated with essure, now normal") and tri-iodothyronine abnormal ("my t3 and t4 levels were never regulated with essure, now normal"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, autoimmune thyroiditis and inflammation outcome was unknown and the thyroxine abnormal and tri-iodothyronine abnormal had resolved. The reporter considered autoimmune thyroiditis, inflammation, medical device removal, thyroxine abnormal and tri-iodothyronine abnormal to be related to essure. The reporter commented: t3 and t4 are now normal, with essure never regulated . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.